Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the final investigation results. Please also see b5 for updated event description based on follow up response, and correction on section d7a- its been corrected from no to yes. The correct information should be "yes" in d7a. A device evaluation was performed and the customer's allegation was not confirmed. However, error i766 was discovered indicating an incorrect seal cycle. A definitive root cause of the reported issue cannot be conclusively identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during a therapeutic laparoscopically assisted vaginal hysterectomy, the energy button of the subject device did not work and did not transmit energy while inserted into the abdomen. There was a procedure delay of 2 minutes and the procedure was completed using a similar device.

Event description:
It was reported that during a therapeutic laparoscopically assisted vaginal hysterectomy, the energy button of the subject device did not work and did not transmit energy while inserted into the abdomen. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.